Manufacturer narrative:
The reported event of ¿the probe is defective¿ was not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead exhibited unknown lead malfunction. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2023. The patient was stable throughout the procedure.